Event description:
The following was reported to hamilton medical ag: technical event-233003 showing in ventilator screen. Flow sensor and autozero airway calibration gone failed. No patients were involved as it occurred during startup.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment the root cause was determined to be a defective pressure sensor assembly. In consequence the correction to replace the defective pressure sensor assembly rectified the issue. There was no patient or user harm. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
With the original pressure sensor board, te 232003 was appearing at every startup. Te 232003 indicates that the pressure sensor paw is defective. The pressure sensor board was replaced, the device works as intended and all calibrations in service test mode done successfully. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event-233003 showing in ventilator screen. Flow sensor and autozero airway calibration gone failed. No patients were involved as it occurred during startup.